Event description:
It was reported that the patient presented for an implant procedure. During preparation prior to implant, it was noted that the lead helix failed to be retracted and extended. The lead was not used and was replaced for the procedure. There were no patient consequences.